Manufacturer narrative:
The device was retained by the explanting facility. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that the estimated remaining battery life of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased to 16% within approximately 1 year. A revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported.